Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿iliac tortuosity increases reinterventions but not adverse outcomes following repair of juxtarenal aneurysms using physician-modified endografts¿. Saldana-ruiz n, tachida a, mossman a, cure r, larimore a, dansey k, starnes bw, zettervall sl journal of vascular surgery. 2024 mar;79(3):497-505. Doi: 10.1016/j.jvs.2023.10.053. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿iliac tortuosity increases reinterventions but not adverse outcomes following repair of juxtarenal aneurysms using physician-modified endografts¿. The time frame of this study was over a ten-year period. Multiple manufactures products were implanted. Endurant ii stent grafts were physician modified and implanted in the patient population. This study aims to quantify the effect of aortoiliac tortuosity on outcomes following fenestrated repair. 135 patients were included in the study. Among the patient population the following malfunctions occurred: type I endoleaks, type iii endoleak, migration the following adverse events occurred: pulmonary complications, ischemia, myocardial infarction, stroke, paralysis, intervention patient mortality was reported but there is no causal link that an mdt stent graft caused or contributed to any deaths. No further information was provided pertaining to medtronic products.